Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that unit is not displaying the low o2 light.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was not found to have any alarm issues, so the original complaint issue was not able to be confirmed. When o2 purity is above 85% there are no alerts and the green light displayed. When o2 purity falls to between 73-85% the yellow o2 indicator light (visual alarm) is displayed.

Event description:
The dealer stated that unit is not displaying the low o2 light.